Event description:
The customer contacted baxter's service center regarding a system error 2240, which occurred on the homechoice (hc) during use. The caregiver (cg) had recycled the power and cleared the alarm and system error 2367 was displaying. The tsr explained to the cg the patient line extensions need to be connected prior to priming. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, product surveillance contacted the registered nurse (rn). The registered nurse (rn) was made aware that the cg connected the patient extension line after they primed the machine. The rn stated that the hp has had no injury or medical intervention in relation to this incident. There were no further details.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was confirmed. The cause of the alarm was due to air being sucked into the disposable because, the patient extension line was connected after priming was complete, which is use error. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.